Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-05699. It was reported that during a revision of the s1 lead on (B)(6) 2022, the lead kinked and the contacts were sheared off the epidural space. As a result, both the l5 and s1 leads were explanted and replaced to address the issue.